Event description:
Rv lead integrity warning on (B)(6) 2021. Oversening noted on the episode egm's. Rvtip to rv coil lead impedance warning on (B)(6) 2020 (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).